Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files showed that 20 injections were performed with the balloon catheter on the date of the event. A system notice had occurred during an application indicating that the refrigerant delivery path is obstructed (#(B)(4)). Also, additional system notices had occurred indicating that the refrigerant delivery path is obstructed, and the system detected fluid in the catheter and stopped the injection. Visual inspection of the balloon catheter showed a kink on the shaft. A dissection / pressure testing showed a guide wire lumen kink 31.9 inches from the tip, and a breach was observed at the same location. In conclusion, the reported system notices indicating that the refrigerant delivery path is obstructed (#(B)(4)), and the system detected fluid in the catheter and stopped the injection (#(B)(4)) were confirmed through the data analysis but not through the product analysis. The catheter failed the return inspection test due to a guide wire lumen kink and breach, and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter kinked, and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The catheter was removed, and the case was completed with radiofrequency. No patient complications have been reported as a result of this event.